Manufacturer narrative:
(B)(4). The rt205 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the complaint device has not been returned to fisher & paykel healthcare for evaluation as initially expected, however a photograph of the complaint device has been provided. Our analysis is accordingly based on the description of events and our knowledge of the product. Results: a visual inspection of the photograph provided indicates that the temperature flow probe insertion point on the inspiratory limb was misaligned, preventing insertion of the temperature flow probe. A lot check revealed no other complaints of this nature for this lot number. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. Without a complaint device we are unable to determine what caused the problem observed by the customer. However, it is likely that operator error has resulted in incorrectly assembling the inspiratory elbow . There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. Our monitoring and trending of incorrect or missing breathing circuit components has a rate of occurrence of (B)(4).

Manufacturer narrative:
(B)(4). The rt205 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently endeavouring to obtain more information with regard to this complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that there is a "position gap" at the temperature probe joint of an rt205 adult inspiratory-heated breathing circuit. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via our distributor that there is a "position gap" at the temperature probe joint of an rt205 adult inspiratory-heated breathing circuit. This was found prior to patient use.